Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please provide more specific details of the stapler that was contaminated and details of how the packaging was damaged. What is the product code of the stapler involved in this event? Do you have a six digit lot or batch number for the stapler involved in this event? Was the bariatric kit supplied directly from ethicon? Or, was this a non-sterile device that was packaged and re-sterilized locally? Please explain. Was the stapler packaging in its original packaging from the j&j manufacturer within the bariatric kit? Can you please provide any pictures of the kit, stapler, and all packaging? If a packaging seal was compromised, please provide details. Will all packaging be returned with the device?

Event description:
It was reported that during an unknown procedure, the bariatric kit was opened and it was identified that the stapler was contaminated. Packaging was damaged / broken and not possible to use. Material was changed to complete the procedure. There were no patient consequences. No additional information can be provided at this time.